Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis. The customer reported a blood glucose reading of 235 mg/dl at the time of the call. The customer was unable to troubleshoot at the time of the call. Advised to call back at his convenience. Nothing further was reported.